Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a sensor stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information/device evaluation. D9 device returned to MFR - additional information/device evaluation. D9 date device returned - additional information/device evaluation. H2 type of follow up - additional information/device evaluation. H3 device evaluated by mfg - additional information/device evaluation. H6 code - additional information/device evaluation.

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the arm on (B)(6) 2025. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Data log analysis was performed and failed the allegation was confirmed. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined.